Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4) alleging that they had cut themselves while trying to get in to the box of their onetouch verio test strips using a box cutter knife. The complaint was classified based on the customer service representative (csr) documentation. The patient did not report when the alleged packaging issue occurred, nor did they state what type of medication (if any) they take to manage their diabetes or whether this alleged product issue had caused them to make any changes to their normal diabetes management regimen. The patient reported that they had difficulty breaking the closure seal so used a box cutter knife which resulted in the patient cutting their finger. The patient visited their doctor where they were given an unspecified ¿ointment¿ for the injury. The patient has reported that this has healed now and no further treatment was noted. At the time of troubleshooting the csr noted that the patient alleged the closure seal was very hard to remove. The issue remained unresolved and the patient¿s product will not be returned for evaluation. Based on the information provided, there is no indication that the subject product caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a product malfunction as the alleged product issue could not be resolved with troubleshooting.